Event description:
Spontaneous. Pt reported freedom edge syringe pump not pushing medication through. Advised that we can send a new pump. Patient did miss a dose or experience an adverse event as a result of the defective product. Product lot number and expiration date are unknown. Patient does have the defective product on hand for possible return to the manufacturer. No further information. Strength/dose/frequency: use as directed to administer hizentra. Reported to (B)(6) by: patient/caregiver.